Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the use of navigation was aborted and the surgical procedure was completed without the use of navigation because they could not register the patient.

Manufacturer narrative:
Patient information was unavailable from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-25, (B)(4) (rep): medtronic received information regarding a navigation system being used intraoperatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon attempted 3 point trace but was never able to get registration to pass. Coverage was sufficient per the manufacturer representative. The manufacturer representative saw the trace pattern completing but it never let them pass. A photo shows 3d model and trace pattern. 3d model had hair and portion of the head holder still in view. This was a (B)(6) aquilion scanner. Trace pattern had portions of the left temple and nose sunk into the 3d model. Ts recommended removing as much hair and head-holder as possible in the future. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Technical services reviewed archive and dicom data was not available. Technical services recommended manually entering in threshold numbers during build 3d model since the adjustments were very touchy. Ts also recommended starting trace on the nose and then moving up the forehead and complete a large cross-pattern, covering as much surface area as possible.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. The archive from the procedure was reviewed by medtronic personnel. Review found that the tracer registration performed was focused on one side of the head. The registration model was adjusted with thresholding functionality and registration could then be performed on a demo model and pass registration. The software analysis concluded that the behavior was the intended function of the software. If information is provided in the future, a supplemental report will be issued.